Event description:
It was reported that while the device was used during a gastric bypass procedure, the device failed to fire. Another device was opened to complete the case. There was no consequence to the pt.